Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. This complaint could not be confirmed and a root cause could not be determined due to no sample returned.

Event description:
It was reported that a bd micro-fine plus¿ pen needle was broken so that the drug didn't come out.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a bd micro-fine plus¿ pen needle was broken so that the drug didn't come out.